Manufacturer narrative:
Follow-up: investigation of the back section drift identified a back-tilt counterbalance valve that exhibited leakage. The valve was replaced and the table function was verified by conducting exhaustive testing.

Event description:
This is a follow-up report for an incident that occurred on (B)(6) 2017 where the clinical staff prepared a (B)(6) patient for intra-operative imaging and brought in the magnet over the patient. They imaged the patient for 45 minutes. After imaging, while retracting the magnet from over the patient, they heard a "clunk" and the table back section visibly dropped/moved. They returned the magnet to the home position. No injuries were sustained by the patient and mr images were reported to be good. There was no patient injury.

Manufacturer narrative:
(B)(4) 2017: the hospital's biomedical engineer performed table lift drift testing with a 40 kg load over night - no drift was observed. 11/1/2017: imris technologist inspected the table and performed trend and tilt drift test in the bore of the magnet for 45 minutes. No drift was observed. Imris clinical applications specialists and (B)(4) biomedical engineering performed table tilt drift testing twice in the bore of the magnet for 53 minutes. No drift was observed. 11/2 - 11/7/2017: imris r&d engineering performed 6 and 14-hour unloaded tilt drift testing, 6 and 14-hour 40 kg loaded tilt drift testing, 6-hour 200 kg loaded lift/tilt drift testing, and inspection of hydraulic lines after each drift test. After exhaustive testing, it was determined that the table is mechanically solid with no drift in the lift/trend/roll cylinders, but the back section is drifting, specifically during the first 60 minutes.

Event description:
On (B)(6) 2017, the clinical staff prepared a six year old patient for intra-operative imaging and brought in the magnet over the patient. They imaged the patient for 45 minutes. After imaging, while retracting the magnet from over the patient, they heard a "clunk" and the table back section visibly dropped/moved. They returned the magnet to the home position. No injuries were sustained by the patient and mr images were reported to be good. There was no patient injury.